Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed one episode of possible non-physiologic "artifact" on the summed electrograms. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The initial date the manufacturer received the information was 13 mar 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.